Event description:
Medtronic received information via literature regarding the mortality impact of pulmonary artery dilatation/pulmonary hypertension on patients who underwent transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between (B)(6) 2013 and (B)(6) 2017. The study population included 895 patients (predominantly male, mean age 81 years), 109 of whom were implanted with medtronic evolut r bioprosthetic valves and 14 with evolut pro bioprosthetic valves (unique device identifier numbers not provided). Patients underwent pre-procedural and post-procedural chest computerized tomography (CT) and transthoracic echocardiography (tte) to evaluate pulmonary artery dimensions, transvalvular pressures and tavr valve function. Among all patients, 2-year all-cause mortality was 11.4% of the study population, however the causes of death and further details were not provided. Based on the available information medtronic product was not directly associated with these mortality statistics. One death occurred during the tavr procedure. Based on the available information medtronic product may have been associated with this death. Among all patients, adverse events included: coronary obstruction and aortic root injuries after tavr, need for new permanent pacemaker implantation, moderate-severe paravalvular leaks (pvl), myocardial infarctions, strokes, major bleeding/vascular complications. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: koseki k.; et al. Impact of pulmonary artery dilatation on clinical outcomes in patients undergoing transcatheter aortic valve replacement. Jacc cardiovasc interv. 2021 dec 13;14(23):2560-2569. Doi: 10.1016/j.jcin.2021.08.023. Pmid: 34774478. Epub 2021 nov 10 earliest date of publication used for date of event and date of death. Medtronic products referenced: evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.